Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, the 510k number is unknown at this time. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
During follow-up regarding an unrelated issue, the rn reported that the client was in the hospital and was diagnosed with peritonitis on (B)(6) 2012 and admitted to the hospital on (B)(6) 2012. The client was treated with IV (intravenous) cefepime (dosage unknown) and ip (intraperitoneal) gentamycin (dosage unknown) for 21 days and the peritonitis has resolved. The client is going to have his catheter changed due to the risk of biofilm being on the catheter and will be on hemodialysis until he is fully healed. The rn did not know any additional lab values. The nurse does not feel that the client's pd (peritoneal dialysis) therapy was in any way causally related to the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The rn reported that the client is still in the hospital mainly due to the fact that the family is homeless. The rn reported that this was an issue of touch contamination/breach in aseptic technique. The client disconnected himself because his parents didn't come in fast enough. The parents have been retrained. The organism was identified as staph and the client is listed as being healed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.